Event description:
The catheter was placed. Rn noticed neck swelling but catheter was not removed because swelling was not consistent. They removed the catheter. After removal they flushed the catheter and noticed a leak on the catheter tubing.